Event description:
It was reported that removal difficulties occurred. The 70-90% stenosed, diffuse target lesion was located in the proximal to distal left circumflex artery. The opticross hd imaging catheter was introduced to view the lesion prior to stent implantation. During withdrawal, the catheter became stuck and after removal it was noted that the catheter tip was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure.

Manufacturer narrative:
The device was returned for analysis. No damage was encountered upon visual inspection. Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted). Functional inspection revealed the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that removal difficulties occurred. The 70-90% stenosed, diffuse target lesion was located in the proximal to distal left circumflex artery. The opticross hd imaging catheter was introduced to view the lesion prior to stent implantation. During withdrawal, the catheter became stuck and after removal it was noted that the catheter tip was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure.